Manufacturer narrative:
Device is a combination product. Correction - initial reporter phone previously reported as (B)(6) has been updated to (B)(6). Device evaluated by MFR.: synergy ous mr 2.50 x 20 mm stent delivery system catheter was returned for analysis. Visual examination of the stent found no issues. There was no sign of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set equidistant between the proximal and distal markerbands. The crimped stent od (outer diameter) was measured within maximum crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. Visual and microscopic examination of the bumper tip showed no signs of damage. Visual and tactile examination of the hypotube found a hypotube break 437 mm distal from the distal end of the strain relief. This type of damage is consistent with excessive force that could have been applied on the delivery system. Visual and tactile examination of the outer extrusion and mid-shaft section and a visual examination of the inner extrusion found no issues with the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
It was reported that shaft break occurred. Vascular access was obtained via the right radial artery. The target lesion was located in the anterior descending artery. A 6fr introducer sheath, 6fr guide catheter and a 0.014 angioplasty guide wire were introduced. Upon inserting a 2.50mm x 12m synergy drug-eluting stent (des) over the wire, the physician noticed that the des shaft was broken midway. The device was removed and the procedure was completed with another of the same. There were no patient complications reported and the patient was sent to the recovery room in optimal condition.

Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that shaft break occurred. Vascular access was obtained via the right radial artery. The target lesion was located in the anterior descending artery. A 6fr introducer sheath, 6fr guide catheter and a 0.014 angioplasty guide wire were introduced. Upon inserting a 2.50mm x 12m synergy drug-eluting stent (des) over the wire, the physician noticed that the des shaft was broken midway. The device was removed and the procedure was completed with another of the same. There were no patient complications reported and the patient was sent to the recovery room in optimal condition.